Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc). Subsequently, it was discovered that this atrial lead had fractured and dislodged. This ra lead was surgically abandoned in the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.